Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("few women experienced tingling") and hypoaesthesia ("few women experienced numbing"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered hypoaesthesia, medical device removal and paraesthesia to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, hypoesthesia and paresthesia". Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced paraesthesia ("few women experienced tingling") and hypoaesthesia ("few women experienced numbing"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed. At the time of the report, the medical device removal, paraesthesia and hypoaesthesia outcome was unknown. The reporter considered hypoaesthesia, medical device removal and paraesthesia to be related to essure. ¿concerning the injuries reported in this case, the following ones were described in patients social media record: medical device removal, hypoesthesia and paresthesia". Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.